Event description:
It was reported that the patient was warming at 0.25/hour and allegedly began to cool. They had reached 35.2 degrees. The patient ended up passing away. It was noted that with the patient rate was increased to 0.5/hour in an attempt to warm the patient. The patient warmed for a while and then began to cool again. It was identified that the patient condition led to the death and that the altrix did not cause or contribute to the patients passing. It was reported that the patient temperature deviated under 1 degree celsius from target temperature for 1 hour. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was under 1 degree celsius for greater than 30 minutes.

Manufacturer narrative:
It was identified that the patient temperature deviated approximately 1.7 degrees c from target temperature for up to approximately 0.75 hours. Upon review of the data extracted from the device, it was confirmed that the patient temperature deviation was greater than +/- 1 degree c for greater than 30 minutes. The issue was resolved for the customer by providing the account with feedback regarding proper mode selection to achieve desired temperature.

Event description:
It was reported that the patient was warming at 0.25/hour and allegedly began to cool. They had reached 35.2 degrees. The patient ended up passing away. It was noted that with the patient rate was increased to 0.5/hour in an attempt to warm the patient. The patient warmed for a while and then began to cool again. It was identified that the patient condition led to the death and that the altrix did not cause or contribute to the patients passing.